Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During the procedure, placement difficulty was encountered and the lead dislodged. Eventually, the helix would no longer extend. The physician made one turn of the tool per second and the lead was held straight, but the anatomy was tortuous. The physician made multiple attempts at extending the helix, without success. The lead was removed from the patient's body. The helix mechanism was turned over 50 rotations and the helix then extended suddenly. A second lead of the same model was tried, also without success, so a fixed helix lead was implanted. No adverse patient effects were reported.